Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # unknown. Batch # unknown. It was reported by customer that the primary tubing came disconnected from the bd optima injector resulting in hd spill and blood loss. Verbatim: I am unsure what the lot number was. It is a secondary infusion set and phaseal optima injector. Spin collar. I do have the tubing for evaluation.